Event description:
It is reported that the device was implanted in 2005 and that the patient was revised in late 2008 due to loosening. The tibial component subsided on medial side; stem extension was pushing on cortex. Tibial and femoral components were no longer in alignment.

Manufacturer narrative:
Evaluation summary: approximately 3.5 years following implantation, the components were removed due to malalignment of the joint from medial subsidence of the tibia baseplate. The malalignment suggests that the lateral side of the baseplate maintained its position relative to the medial side, which may have resulted in improper kinematics. It is unclear whether the tibia augment was placed on the medial or lateral side of the tibia baseplate. No x-rays or clinical information are provided, which would help illuminate potential causes of failure. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.